Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.